Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3595 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the plastic oversleeve portion of the extension tubing was broken, when installing the part in the process of PICC placement in a child patient on (B)(6) 2020. Trimmed the catheter and replaced the oversleeve portion of the extension tubing. Device was not used on the patient.